Event description:
Major pump unit(s) involved: blood pump. Inflow cannula malposition since weight loss. Specific component(s) involved: inflow graft malfunction/malposition. Cannula has moved laterally. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.

Event description:
The lead was found to have perforated the myocardium into the thorax tissue. The lead was extracted by a thoracotomy. A bent in the lead tip was observed. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.